Event description:
IV tech drew up 10ml of ns from 500ml ns bag into a 10ml bd IV syringe. She then noticed some debris/discoloration on the inside of the plunger. Lot 408805, exp [redacted date]. Sequestered syringe and escalated issue to [redacted name] with pictures. Manufacturer response for 10ml syringe luer-lok tip, 10ml syringe luer-lok tip (per site reporter) [redacted date] sample collected. [Redacted date] email sent to [redacted name].